Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a hyperglycemic event while on the pump. The reporter stated that the patient had blood glucose reading of 436 mg/dl with abdominal pain, extreme drowsiness, nausea, and symptoms of dehydration. The patient discontinued pump therapy at the time of the call. The patient did not receive treatment above and beyond the normal course of diabetes management at the hospital. During troubleshooting with customer technical support, it was determined that the patient was unable to tighten the battery cap due to a crack in the battery compartment; there was an allegation of intermittent power issues. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor.